Event description:
Reporter alleged discrepant blood glucose results of 287 mg/dl back to back with a result of 121 mg/dl when testing was performed a few minutes apart on the advantage system. No report of actions taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.